Event description:
Reporting status: serious injury/medical intervention. Reporting rationale: restenosis requiring medical intervention. Device issue: no device malfunction has been reported. It ws reported that the patient presented with angina in 2008, and underwent a diagnostic coronary angiography. Restenosis of the 2.5 x 18 mm xience that had been previously implanted in 2006, in the obtuse marginal was diagnosed. The patient underwent a revascularization. No additional event or patient information is available.